Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported single leaflet device attachment/slda appears to be related to patient morphology/pathology and likely due to the cleft in the posterior leaflet. Due to the cleft it is likely that the stress of the implanted clip caused the leaflet to tear; therefore, the reported patient effect of tissue damage appears to be a result of procedural conditions. The reported worsening mitral regurgitation (mr) was likely a secondary effect of the slda, and the edema was reported to have been a symptom/cascading effect if the increased mr. The reported hospitalization and additional therapy/non-surgical treatment were a result of case specific circumstances, as the patient was admitted to the hospital and underwent a second mitraclip procedure to stabilize the slda clip and attempt to reduce the mr. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This report is filed because the implanted clip detached from one leaflet and remained attached to the other leaflet, resulting in tissue damage and increased mitral regurgitation. It was reported that the initial mitraclip procedure was performed on (B)(6) 2016 to treat functional mitral regurgitation (mr) with a grade of 4. There was a cleft present on the posterior mitral valve leaflet. Two clips were implanted reducing mr to grade 2. On (B)(6) 2016, the patient returned with leg edema due to increased mr of grade 3. Transesophageal echocardiography found one clip (cds 60613u232) had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). The clip tore the posterior leaflet; "the posterior leaflet was demolished at the posterior annulus". On (B)(6) 2016, a second mitraclip procedure was performed. One clip was placed between the first implanted clips and another mitralclip was placed lateral of the first implanted clips. Mr remained grade 3. The procedure was discontinued. The patient is in stable condition. No additional treatment is planned for the patient. No additional information was provided.